Event description:
The reporter indicated that a 13.2mm vicmo13.2 -15.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. No patient injury. On (B)(6) 2021 an identical lens was implanted. This resolved the problem. The cause is unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).